Event description:
It was reported that the tourniquet cuff would not hold pressure during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the tourniquet cuff would not hold pressure during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.